Manufacturer narrative:
Philips received a complaint from the customer, reporting that the v60 ventilator in clinical use experienced a non-responsive touch panel and an audible alarm. The patient was moved to a standby device without a delay in therapy or harm, a sales representative and service engineer (se) could not reproduce the issue. It was determined the alarm heard was a user-set alarm, not a device malfunction indicator. Despite the inability to replicate the failure, the se replaced the touchscreen as a preventative measure. The device was cleaned, tested, and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch panel that was not responding. The device was in clinical use when the issue occurred; the patient was moved to a standby device. There was no delay in therapy reported. No patient or user harm reported. The customer reported hearing an alarm sound coming from the device, when the touch panel was not responding. The customer attempted to press the reset button. It was then reported that a sales representative evaluated the device, it was reported that the issue could not be confirmed, and that the airflow was provided without problem. Investigation ongoing / resolution pending.

Manufacturer narrative:
E: (B)(6). Institution phone: (B)(6). Reporter phone: (B)(6).